Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of juvéderm voluma® xc in the cheeks. Approximately two months post injections, the patient experienced ¿redness and swelling on one side.¿ two weeks later, the hcp dissolved the one side. About eight months later, the patient was injected again with 0.6 ml juvéderm voluma® xc on the one side that was dissolved. The following month, the patient went back with a huge nodule, from which they drained 5 cc of fluid. The nodule was not encapsulated and was negative for all cultures. The nodule went away temporarily, but this is according to the patient. The following month, the patient returned and the nodule wasn't as red as before, but the middle was squishy. They drained 3 cc again. Hcps are stumped because the nodule was purulent, which indicates an infection, but all cultures are negative.